Manufacturer narrative:
(B)(4).

Event description:
It was reported "we used a capio slim on tuesday just to update that needle, it snapped off during procedure". Additional information states that the device was replaced. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we used a capio slim on tuesday just to update that needle, it snapped off during procedure". Additional information states that the device was replaced. No patient injury or consequence reported.